Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. The customer's blood glucose level was 281 mg/dl. Customer was able to successfully prime the infusion set tubing to resolve the issue.